Event description:
On (B)(6) 2010, the physician notified sjm of a pt death that occurred following an atrial fibrillation ablation procedure in (B)(6) 2009. A sjm introducer was used during the procedure, but the physician does not suspect sjm products caused the event.

Manufacturer narrative:
The device was not returned for eval. As the model number and lot number are unk, review of the device history records was not possible. The cause for the reported death remains unk. (B)(4).